Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, it is possible that patient factors (e.g. Horizontal aorta) may have contributed to the device flex tip scratching the aorta while advancing the delivery system causing the aortic dissection. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, an ascending aortic dissection occurred during a transfemoral tavr procedure. The patient had a horizontal aorta with no calcification. While crossing the commander delivery system into the native annulus, an ascending aortic dissection occurred, thought to be caused by the flex tip. The tavr was continued and a sapien 3 valve was deployed. Upon successful valve deployment, the procedure was converted to thoracotomy and an ascending aorta replacement was conducted. The procedure was completed successfully and the postoperative course is going well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Was reported through the japanese tavi registry reporting system. An ascending aortic rupture developed and the patient remained hypotensive for a long period of time and was was bedridden due to cerebral hypoxia. The patient was transferred to a rehabilitation facility. Approximately one year later, the physician in the tavr facility determined the event outcome was "remission".